Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 180 to 330 mg/dl. A bolus via the pump or insulin injections were used to address the bg level. A cause of the past occlusion alarms could not be determined and the system check using the current supplies on the pump showed that the pump and infusion set tubing were functioning as expected. The cannula showed no damage. The customer was to changed the supplies on the pump and use fresh insulin.